Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. The cause was unknown. The patient was treated with vancomycin (1gm every fourth day, route and duration not reported) and amikacin (125mg, once daily, route and duration not reported). At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. Additional information is not available.